Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while tacking into the mesh, during laparoscopic ventral hernia repair, the device was loaded correctly but the tacks were not firing into the tissue. Only a quarter of the tacks were fixating into the tissue. It was also making a crunchy sound when the trigger was being pulled back. They used another tacker to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. Two photographs confirmed as reported. The third photograph noted a tack that appeared to not fully be penetrating the mesh material. Functional testing could not be performed since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.